Manufacturer narrative:
(B)(4). B5: describe event or problem ¿ correction g6: type of report: follow up h2: additional information - correction alert date (B)(6) 2024.

Event description:
Subsequent to the initial MDR, a correction is required.

Event description:
It was reported that a dexcom app crash occurred. No data or product was provided for evaluation. The allegation and a probable cause could not be determined. No injury or medical intervention was reported.

Manufacturer narrative:
(B)(4).